Event description:
Hcp reported the 'physician had a hunch the catheter wasn't functioning." The catheter was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.